Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
This pi is for the revision on (B)(6) 2018. As reported: "patient's mother...contacted our office stating her daughter's allergist advised her to call about the implants used on her daughter...spoke with crosslink customer service rep...who has provided patient's mother with the stryker assist number. There was a revision case done on (B)(6) 2018 for the following items: 40-35614 qty 1 and 703667 qty 1". Spoke to reporter. No reactions, allergic or otherwise, were reported. The two catalog numbers provided in the preceding explanation were implanted on (B)(6) 2018 and do not appear on a surgery sheet provided with a date of surgery (B)(6) 2018. It is unclear if the primary implant, the revision, or both triggered the call. The june 5 devices listed are a screw and a screwdriver blade. Per update received from rep: the revision was to remove a screw he believed was too long and possibly causing the irritation the patient was experiencing. A shorter screw was put in the patient. The screw that was removed was removed in june so it can¿t be presented. There was no problem with the screw. The doctor just believed it was long. The plate and all screws are titanium and should not be giving the patient allergies.

Manufacturer narrative:
Please note corrections to (catalog number), gtin number, 510k number. The reported event that locking screw, t10, 3.5x14mm was alleged of 'patient pain' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note the following information could be obtained from the surgeon: the revision was to remove a screw he believed was too long and possibly causing the irritation the patient was experiencing. A shorter screw was put in the patient. The screw that was removed was removed in june so it can¿t be presented. There was no problem with the screw. The doctor just believed it was long. The plate and all screws are titanium and should not be giving the patient allergies. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
This pi is for the revision on (B)(6)2018 . As reported: "patient's mother...contacted our office stating her daughter's allergist advised her to call about the implants used on her daughter...spoke with crosslink customer service rep...who has provided [patient's mother] with the stryker assist number. There was a revision case done on (B)(6)2018 for the following items: 40-35614 qty 1 and 703667 qty 1". Spoke to reporter. No reactions, allergic or otherwise, were reported. The two catalog numbers provided in the preceding explanation were implanted on (B)(6)2018 and do not appear on a surgery sheet provided with a date of surgery (B)(6)2018 . It is unclear if the primary implant, the revision, or both triggered the call. The june 5 devices listed are a screw and a screwdriver blade. Per update received from rep: the revision was to remove a screw he believed was too long and possibly causing the irritation the patient was experiencing. A shorter screw was put in the patient. The screw that was removed was removed in june so it can¿t be presented. There was no problem with the screw. The doctor just believed it was long. The plate and all screws are titanium and should not be giving the patient allergies.